Manufacturer narrative:
Reported defect: deflation of unilateral breast implant. Bilateral exchange with mentor implants. Background: original surgery was performed by dr in 1998 using hutchison hsl 0300 saline-filled implants, which were filled to a volume of 0350cc (left) & 0350cc (right), which is within the maximum fill volume limits. Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mentor products. Condition upon receipt: product was received inside a single sealed peel pouch. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection: visual inspection identified no damage to the shell; however the valve component has started to de-laminate itself from the shell and cannot be inflated as a result. Also noted was that the valve had a yellow type staining. Product inspection: pressure testing could not be completed due to the position of the leak. Microsopic examination (x10) of the valve component confirms that the damage is indicative of the product being subjected to an iodine containing substance. The product met all mfg and quality specifications post MFR. Conclusion: iodine damage is not a mfg fault.